Event description:
Procedure performed: hysterectomy event description: translation: there is another faulty voyant eb210 (broken jaws). This concerns lot 1368471 (exp. 06/03/2021). Original description from email (B)(6) 2020: ER is opnieuw een voyant eb210 defect (bek kapot). Dit gaat om lot 1368471 (exp. 06/03/2021). Additional information provided by territory manager on 02jul20: the product is in the hospital waiting for return. The incident happened during procedure, after 10-15 activations. The jaw didn't open anymore. He noticed the problem by entering the voyant, so it wasn't on tissue. There was not a lot of bleeding previous to the incident. He opened another device and that worked perfectly. Patient is ok. Procedure was a hysterectomy, surgeon [health professional - name removed] on 25/06 type of intervention: change of device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the jaws of the event unit would not open. Engineering observed that the blade was in the forward position and blood and eschar were present in the blade channel. Based on the condition of the returned unit, it is likely the reported event was caused by blood and eschar build-up. The instructions for use (IFU) warns that "build-up of eschar can negatively affect the sealing and cutting performance¿for optimal performance, keep the blade channel and jaw surfaces clean. If the jaws are locked closed, ensure that the blade lever is in the forward position. If not, manually push the blade lever forward to retract the blade. Squeeze the handle lever until it unlatches. Open the jaws by pushing the handle lever forward." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: hysterectomy. Event description: translation: there is another faulty voyant eb210 (broken jaws). This concerns lot 1368471 (exp. 06/03/2021). Original description from email 29jun2020: ER is opnieuw een voyant eb210 defect (bek kapot). Dit gaat om lot 1368471 (exp. 06/03/2021). Additional information provided by territory manager on 02jul2020: the product is in the hospital waiting for return. The incident happened during procedure, after 10-15 activations. The jaw didn't open anymore. He noticed the problem by entering the voyant, so it wasn't on tissue. There was not a lot of bleeding previous to the incident. He opened another device and that worked perfectly. Patient is ok. Procedure was a hysterectomy, surgeon [health professional - name removed] on (B)(6). Type of intervention: change of device. Patient status: no patient injury.